Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer reported using infusion sets for 3-4 days. Tandem customer technical support informed customer that using infusion set more than 48 to 72 hour is off label per the user guide. Customer's blood glucose was 200 mg/dl.